Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and also had low blood glucose levels. The customer¿s stated at school the blood glucose readings were at 106.2 mg/dl and 39.6 mg/dl and the sensor glucose readings were 322.2 mg/dl and 162 mg/dl. The customer declined to troubleshoot for low blood glucose levels. The customer was advised to return the charger and replacement will be sent. The sensor will not be returned for analysis.